Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9.5 inches from the pump housing. The remainder of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, small, white tissue-like depositions were found loosely seated on the blades of the proximal-side of the rotor. The depositions lacked laminated layering, suggesting that they did not initially develop in this location; however, their specific origins could not be conclusively determined. Although a duration of time for which the depositions were present in the pump could not be determined, they were not adhered to the blood-contacting surface, showed no evidence of denaturation, and had a soft texture, suggesting that they were not present in this location on the rotor during pump operation. The size and structure of the depositions suggests that they were unlikely to have contributed to a functional issue. The evaluation could not determine a specific cause for the development of the observed depositions found in the pump. A correlation between the depositions found in the evaluation of the returned pump and the reported driveline infection could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a local debridement of the driveline; however, the patient continued to have positive cultures for klebsiella and (B)(6). It was reported that the patient has not been on any constant antibiotic, and has experienced recurrent bacteremia with (B)(6). The patient was given IV antibiotics and in october, and blood cultures were negative at that time. On (B)(6) 2017, the patient¿s pump was exchanged due to the driveline infection.